Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that while using the omega lag screw inserter, the threaded connecting bolt tip broke off while inserting the lag screw and torque.

Manufacturer narrative:
Evaluation summary: the reported incident could not be confirmed, since the device was not returned for evaluation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. It has been identified from previous case on the same brand that a breakage can occur when great force is applied in combination with bending. This can happen even more often if the device was used several times or if the inserter is not fully tightened in the lag screw. Please note that the op tech instructions for cleaning, sterilization, inspection and maintenance (ref# (B)(4) rev j1612) reads: note: stryker osteosynthesis typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. However, for certain instruments end of life has been defined, verified and specified with either a number of uses or an expiration date. Indications for any material, manufacturing or design related problems were not determined in the investigation. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that while using the omega lag screw inserter, the threaded connecting bolt tip broke off while inserting the lag screw and torque.